Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect values occurred. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.